Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 jaws crossed over the wrong side of the c-ring and also scissored over the c-ring which increased the harvest time exponentially and ultimately sheared off a large branch. There was injury to the saphenous vein being harvested for bypass conduit. This action also led to a prolongation of the procedure due to altering the planned operation from limited conduit options. The procedure was completed with the same device. There was no significant blood loss, and no additional incisions were required. Photos provided by the complainant show the device with evidence of blood with the jaws open angled toward the c-ring.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--health effect ¿ impact codes corrected from "1384" to "2976." The device was returned to the factory for evaluation on 04/24/2024. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed on the intact c-ring and the harvesting device. The harvesting device was observed to be in the center of the c-ring. There were no visual defects observed on the intact jaws or the heater wire of the harvesting device. An investigation was conducted on 05/09/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact jaws or heater wire of the harvesting device. The c-ring was observed to be intact. The returned cannula was compared to a reference cannula. The c-ring observed to be straight instead of curved upward, which led to the harvesting device jaws to be too close to the intact c-ring. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material deformation; c-ring" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000378288 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure "material deformation; c-ring". CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula.¿

Event description:
The hospital reported that vasoview hemopro 2 jaws crossed over the wrong side of the c-ring and also scissored over the c-ring which increased the harvest time exponentially and ultimately sheared off a large branch. There was injury to the saphenous vein being harvested for bypass conduit. The saphenous vein was injured at the base of the branch shortening the overall available length of the conduit. The harvested conduit was usable. This action also led to a prolongation of the procedure due to altering the planned operation from limited conduit options; the procedural delay was not from the evh but rather extension of the overall procedure time as the surgeon creatively utilized what conduit was provided to them. The procedure was completed with the original number of planned bypasses. The procedure was completed with the same device. There was no significant blood loss, and no additional incisions were required. Photos provided by the complainant show the device with evidence of blood with the jaws open angled toward the c-ring.

Manufacturer narrative:
Tw # (B)(4).